Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads were damaged and the pump¿s current draw was out of specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, a review of the pump history showed evidence of short battery life with a sudden voltage drops on (B)(6) 2013. Multiple alarms were observed in the alarm history. Evaluation revealed the battery cap threads were damaged. The cap was not able to fit securely to the pump and did not maintain electrical connection. A test battery cap was used during investigation and was able to fit securely. During testing, the pump¿s current draw was found to be out of specifications. The current returned to specification after the cgm module was unplugged from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).